Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with fc 550 was neither confirmed nor reproduced during product evaluation. However, during the event history log review, quality engineering found failure code 550:320 and confirmed it as the determined problem. The root cause was due to a damaged rear/inverter harness. The rear/inverter harness was replaced to correct this condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 550. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.